Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: can you please clarify how the device "malfunctioned"? Was a clip not fed into the jaws of the device? If yes, did the device jaws cut the artery? Or did the clip applier fire a clip that was malformed (or scissored) that cut the artery? What was done to address the patient's torn artery? Were there any patient consequences? If yes, please describe. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip malfunctioned and resulted in torn artery for patient. Patient consequence was not reported.